Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient experienced a sensor failure during warmup and she was not getting insulin from her pump. She had high glucose readings and was sent to the hospital, where she was treated with insulin, and morphine for bone pain. No blood glucose values were reported, and it could not be determined if the patient was aware that her values were rising prior to inserting the cgm. She was hospitalized from (B)(6) 2023 to (B)(6) 2023. At the time of the report she was discharged, at home. Upon follow up contact, the patient declined to provide any additional details. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.